Manufacturer narrative:
The product will not be returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The root cause could not be determined. The investigation is complete.

Event description:
A user facility in china reported that the vitrectomy cutter was not cutting. The cutter continued to aspirate during surgery when they were experiencing cutting issues but aspiration was lower than normal.